Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a complete lead was returned for analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 4.5cm from the connector pin. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.